Manufacturer narrative:
Block d2b: pro code: qrb. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). It was noted that the patient was not able to get enough pain relief. The patient underwent an ipg replacement procedure. The explanted device was not returned